Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) lead implant. Once placed on the septal wall, the lead was connected to a pacing system analyzer (psa) which revealed poor sensing and noise. Pace impedances were also greater than 3000 ohms. The psa cables were exchanged for new ones, but the observations were the same. The lead was removed and replaced. Attempts were made to retract the helix, however, difficulty was experienced and the helix remained extended during removal. No adverse patient effects were reported.